Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drugs being delivered were 10 mg/ml bupivacaine at 2.45 mg/day and 20 mg/ml infumorph (morphine) at 4.9 mg/day. The reason for use was malignant pain. It was reported that the patient was locked out from receiving a bolus, the bolus was unexpectedly declined. The patient stated that on the night of (B)(6) 2018 she tried to give herself a bolus but experienced a lockout. The patient tried to describe screen but could not remember exactly what was on screen. She tried again and got a time lockout for 20 min, but was able to bolus once time expired. "Sometimes that happens so it didn't bother me that much" when she experienced timed lockout. She also experienced poor communication screen last night ((B)(6) 2018). This morning her ptm "started doing the same kind of thing". Her pump "keeps flying back over to the right side" stating "normally when I find it over there I can gently push it back" and wasn't sure if that was effecting telemetry. This issue occurred since implant on (B)(6) 2013. Prior speaking to the manufacturer, the patient called her hcp who recommended that the patient call the manufacturer. The patient called a manufacturer¿s representative (rep), but was unable to speak with him and she confirmed that the rep was not aware of the reported events. Lockout parameters were reported as 6 times per day, 1 time per 240 minutes, and 6 times per 24 hours. The patient writes boluses down. On tuesday ((B)(6)2018) they were at 11:14 am, 6:03 pm, and 10:36 pm. On wednesday ((B)(6) 2018) they were at 3:41 am, 1:22 pm, 7:23 pm, and 11:50 pm. On thursday ((B)(6) 2018) there was one at 8:19 am. The patient thinks the list of received boluses is complete, but stated "yesterday was a bad day". While on call, the patient requested a bolus expecting a lockout as she received bolus recently. The patient confirmed she received a lockout with a time on the screen stating a time on the screen is what she normally experiences, which was different than what she experienced yesterday. It was reviewed that the lockout experienced may have been due to telemetry disruption, but cannot be determined. The patient was to follow up with the hcp. It was pss recommended that the patient write incidents in her bolus logs to compare with hcp at next pump interrogation to determine the cause of lockouts. There were no symptoms reported. There were no further complications reported/anticipated.